Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Caller re-loaded the cartridge to resolve the issue. It was also reported that multiple minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during each load sequence. In first instance, the customer re-loaded the cartridge to resolve the issue. In the second instance, a new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 250 mg/dl for all events.